Manufacturer narrative:
(B)(4). Concomitant medical products: 010000668, g7 pps ltd acet shell 62h, 3831312, 010000743, g7 neutral arcomxl lnr 36mm h, 3912280. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00033, 0001825034 - 2018 - 00035.

Event description:
It was reported that during a left hip procedure the liner would not seat in the shell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the poly liner found multiple types of damage consistent with attempts to impact the liner into the shell. The outer dome of the liner exhibits a gouge and pitting. The pitting indicates that there may have been debris present between the liner and the shell at the time of impaction. The rim of the liner is also scratched and gouged in multiple locations. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left hip procedure, the liner would not seat in the acetabular shell. A second liner was attempted, with the same results. The cup was removed from the patient and another implant was utilized to complete the procedure. There was a delay of approximately thirty (30) minutes as a result. No further patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.